Event description:
It was reported that the maryland bipolar forceps instrument was noted to have a crack near the jaws of the instrument, where the yellow meets the jaws, during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the yaw pulley exhibited charring and localized melting at one of the grips base. The yaw pulley was chipped and missing a small piece 0.027 x 0.019. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.